Manufacturer narrative:
Additional narrative: manufacturing review: the investigation of the complained cortscr shows that the head is broken off as complaint described. We are not able to determine the exact reason for this reported problem, but the complaint condition is likely due to too much mechanical force, and/or that the pre-drilling of the bone should have occurred before the screw was inserted. The manufacturing documentation was also reviewed and this lot was produced and released meeting all specifications in (B)(4) 2012. No product fault could be found. Device is used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device broke during insertion; device was not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. This complaint is assessed as not related to sterilization. Thus, only documents for the corresponding non-sterile part 401.764 lot 8079290 were reviewed with the following result: no anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that variable angle titanium cortex screw was used for distal radius fracture. During insertion, the screw head broke and the screw shaft was left in the patient's bone. The operation was finished with two minute delay by using another screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.